Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device was switched to AED mode and the device powered off. After delivering a fourth shock the screen of the device went blank for approximately 20 seconds. The device did function properly in manual mode. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the customer's device and was unable to confirm what was reported. It was observed that the device rebooted normally after each shock. There was no evidence that the device experienced any inappropriate warm boots. There was not evidence of a device malfunction. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer was able to provide some patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device was switched to AED mode and the device powered off. After delivering a fourth shock the screen of the device went blank for approximately 20 seconds. The device did function properly in manual mode. This issue is patient related; however there was no adverse patient outcome reported.